Manufacturer narrative:
Section d3, g1: updated information section d1: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clinicians were getting erroneous readings, including data not available, hematocrit reading zero, and incorrect dates when hooked up to the system monitor. These issues occurred on more than one system monitor or power module. There was concern for issues with the data cable or driveline. Additional information was reported that it was determined to be patient related, not the system monitor. The clinicians reported that these issues resolved with disconnecting and reconnecting the driveline numerous times as well as moving it around. Log files were sent for review. Multiple low voltage alarms were found. Additional information was provided that on 21oct2023, the patient admitted to getting water in their shower bag. Although this did not match up with the issues occurring since 13oct2023, it was recommended to replace any component that received water ingress. On 25oct2023, the patient continued with the same issues and by moving the white data cable on the system controller, the problems were able to be replicated. The system controller was exchanged. Previous damage to the white power cable was noted that was repaired with rescue tape on 27sep2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Related MFR: 2916596-2023-07758. Related MFR: 2916596-2023-07685.

Event description:
The communication issues were resolved after the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Review of the submitted log files appeared to captured the pump operating as expected at the fixed speed. No notable events or alarms were captured. Per the account, the issue was ultimately determined to be related to the white cable of the exchanged system controller (refer to the investigation of the returned controller for additional information). No further issues have been reported following the controller exchange. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.